Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have low blood glucose of 43 mg/dl, which was treated with manual injection. Customer's blood glucose elevated to 247 mg/dl. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital or contacted healthcare professional. Customer had no symptoms of high or low blood glucose. Troubleshooting was performed on insulin pump to determine reason for low blood glucose. Customer stated that there were tiny air bubbles in infusion set, but there were no leaks. Customer declined to check for site or insulin issues. Customer reported that settings were correct. Customer also declined high pressure test. Customer was advised that insulin pump had no issues.